Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The event date is an estimation. Further information requested but not received.

Event description:
It was reported that the patient's ipg was inoperable. As a result, the ipg was explanted and replaced on an unknown date.